Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open brown (lead 1-) wire in the cable connecting the distribution node (dn) to ECG "c". The cable showed signs of physical abuse. The cable connecting ECG "a" and ECG "b" was pulled from the strain relief, damaging wires in the cable. Additionally, the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. Root cause: the root cause for the open wire and strained cable was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.